Manufacturer narrative:
Batch review performed on 27 feb 2024. Lot 2209546: 25 items manufactured and released on 21-jul-2022. Expiration date: 2027-07-04. No anomalies found related to the problem. To date, 24 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year and 5 months after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.